Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of event - revision on unknown date in 2016. Date explanted- unknown date in 2016.

Event description:
It is reported that a patient who received a total knee arthroplasty underwent revision due to breakage of the rotating hinge.